Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was admitted to the emergency room due to complaints of not feeling well. The patient's heartrate was 35 beats per minute (bpm). There was loss of capture (loc) and impedance greater than 2500 ohms. The lead was surgically abandoned and a new lead successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.